Event description:
It was reported that when the device was used during an appendectomy. It was reported by the affiliate that the tsw35 had an incomplete staple line and incomplete cutting line. Another device was used to complete the case. There was no consequence to the patient.